Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device powered up properly after battery installation. No partial display or missing segments noted however, minor scratches are located on the lcd display window. All buttons are functioning properly and device passed the displacement test. Device was received with the keypad overlay peeling, cracked select button keypad overlay, stained keypad overlay, serial number label fading, and end cap address label fading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the display and it was difficult to read it. Also the buttons were hard to press. No harm requiring medical intervention was reported. The device will be returned for analysis.